Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on october 27, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site and subsequently was treated with a topical antibiotic and topical steroid (date and duration not reported). The implanted device remains.